Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during labrum re-fix surgery the implant did rip out right after implanting. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device and the surgeon switched to a knotting technique. It was not necessary to do a second surgery. No further information received. Update, on 09-jun-2021, received further information that another hole had to be drilled into the bone for the new anchor. No further information received.